Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3 months after two dental implants were installed in patient¿s mouth, its non- osseointegration was observed. The implants were installed without immediately load and the patient presented bone type ii.